Manufacturer narrative:
Device evaluation: the complained 26176ht was received on february 21, 2025, at the manufacturing site and was therefore available for investigation. The investigation has been completed on may 7, 2025. During the inspection, the following was found: the description of the customer that a part of the deployment had fallen out can be confirmed. One gripper has broken off above the shaft tube and can thus be released from the insulation. One possible cause for this may be that the gripper was bent too much, causing it to break. Another cause may have been that moisture was able to penetrate the interior through the damaged insulation, thus leading to corrosion, for example, which can also have a negative effect on the material properties. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. There is no indication for manufacturing, material or design related failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported intermittent current experienced in instrument throughout the procedure. Called for advice but the current resumed. After continuing the procedure looked at instrument and one of the metal paddles at the end was missing having broken off inside the patient. According to the customer information, the broken off piece could not be recovered and there was a surgery delay of more than 60 minutes.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).